Event description:
While performing a surgical procedure laparoscopically, a small piece of plastic was noted in the patient's abdominal cavity. The item was removed and after the laparoscopic portion of the surgery was completed, the ports were examined closely. It was determined that the plastic piece originated from the inner area of one of the ports that were used.